Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on upon strip insertion. This medical affairs specialist mailed a letter on three days later, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began one day prior to original date at 9:00 pm. Sometime after the reported issue, the patient reported feeling dizzy and having a dry mouth and frequent urination. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know: the patient's medication regimen, the date/time the symptoms started, any treatment for the symptoms, and the patient's testing frequency. This complaint is reported, as the issue was not resolved and the patient alleged that she developed symptoms that can be associated with hyperglycemia after the issue began.